Event description:
This event was reported as valve explanted after approx. 6 months due to a staph infection found on the valve tissue. Implant occurred at a hospital and explant occurred at a different hospital. No further information was provided.